Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device:ovaries'), pregnancy with contraceptive device ('pregnancy(miscarriage or still birth)') and abortion spontaneous ('pregnancy(miscarriage or still birth)') in a female patient who had essure (batch no. 883566-invalid,8638861-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rashes and hives"), urticaria ("rashes or skin conditions type: rashes and hives"), tooth disorder ("dental problems"), depression ("psychological or psychiatric problems condition: depression & anxiety"), anxiety ("psychological or psychiatric problems condition: depression & anxiety") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, rash, urticaria, tooth disorder, depression, anxiety, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-there were 5 coils into the uterine cavity after removal of the insertion device. It was removed easily and 6 coils again were into the uterine cavity. These lots 883566, 8638861 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device -location of device:ovaries'), pregnancy with contraceptive device ('pregnancy(miscarriage or still birth)') and abortion spontaneous ('pregnancy(miscarriage or still birth)') in a female patient who had essure (batch no. 883566,8638861) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rashes and hives"), urticaria ("rashes or skin conditions type: rashes and hives"), tooth disorder ("dental problems"), depression ("psychological or psychiatric problems condition: depression & anxiety"), anxiety ("psychological or psychiatric problems condition: depression & anxiety") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, rash, urticaria, tooth disorder, depression, anxiety, alopecia and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details-there were 5 coils into the uterine cavity after removal of the insertion device. It was removed easily and 6 coils again were into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Lot no. Was added. Case become valid since injury nos was replaced by new specified events- vaginal bleeding, menorrhagia, dental problems, dysmenorrhea dyspareunia,mood swings, migration of essure device location of device: ovaries, pelvic pain, pregnancy (stillbirth or miscarriage), depression, anxiety, rashes,hives, hair loss, weight gain, device monitoring procedure not performed. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.